Event description:
MFR's response received on 6/2/97: this blockage is caused by the inner membrane (silicone) being ruptured and pressing against the housing outlet which prevented fluid flow to the tubing. It is possible that the membrane weakened during the mfg process and ruptured during filing of the device. Therefore, mfg has been informed of this occurrence and is taking the appropriate action to ensure continuous improvement of the mfg process.